Manufacturer narrative:
One (1) used sample #(B)(6) was connected with an extension set and this was connected into a 10ml syringe were returned for evaluation. As received no physical damage or anomalies were observed on both samples. The device was tested as per procedure and a leaks was observed between the spike and the body. Once the microclave was dissembled a coring condition that extended till the side of seal was confirmed, no additional damage was observed. The inner diameter of the syringe that was returned, was measure finding within spec. However, there is not evidence that the syringe returned, was the same used all the time. Complaint of leaks can be confirmed based on the used physical sample evaluation. The probable cause of the damage observed on the seal is typical due to incompatible mating device during use, dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110". A device lot review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a microclave® neutral connector. The report stated the nicotinamide adenine dinucleotide ( nad) was leaking. There was patient involvement however no report of harm was reported.